Event description:
Approximately seven months later, latitude detected a shock impedance measurement greater than 125 ohms. No further information was available. To date, no adverse patient effects were reported with this clinical observation.

Event description:
Boston scientific crm received information that this device exhibed shock impedance of 88 ohms at implant and the representative questioned if this was too high. Technical services (ts) suggested performing a full energy shock and a 1.1 joule induction. If measurements were consistent then it was ok to implant. The device was implanted and it was later reported that shock impedance had risen to >125 ohms. Ts recommended bringing the patient in for evaluation. Ts discussed troubleshooting options. No adverse patient effects have been reported.

Event description:
It was later reported that impedance was 111 ohms. The representative inquired if defibrillation threshold (dft) testing should be performed to test the integrity of the system. There was no evidence of noise or oversensing. They will perform dft's to check system integrity.

Event description:
Additional information was received that the device system again detected an increased shock impedance measurement greater than 125 ohms. The boston scientific sales representative reported that the patient was to be brought into the clinic for further evaluation. At this time, no adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
--